Event description:
The plaintiff's atty alleged that the decedent experienced hypertension and a cardiovascular event on or about (B)(6) 2010 and subsequently expired (B)(6) 2010 after use of the product.

Manufacturer narrative:
This is one of three device reports for this event; there are a total of two events for this patient. The associated MFR report numbers are 1225714-2014-15663, 1225714-2014-15664, 2937457-2014-03519, 1225714-2014-15661, 1225714-2014-15662 and 2937457-2014-03518. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received alleged that the patient's death was a sudden cardiac death.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving three separate products.